Event description:
It was reported that an angio--seal device was deployed in 2001. Approximately one week later, the pt returned to the hosp with an infection at the puncture site. Surgery was performed on event date to remove the angio-seal device, debride the site and repair the vessel. No other complications were noted and the pt is reportedly doing well. The hosp has been unwilling to release add'l pt info.